Event description:
It was reported that during the procedure there was a warning 06 displayed and the case had to be cancelled. The procedure was rescheduled for the end of the next day at another facility. No other information is available for this incident.